Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The product associated with this report was returned, however, the device analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an explantation of a lap-band port due to an alleged leak. F/u findings: the health professional noted "at first we thought it was the port that was leaking, so we replaced it too." The health professional does not have the serial number or type of port explanted. It was noted that the "pt had adjustment with restrictions, then no restriction at all." A "fluoroscopy showed leak in band." A new device was implanted.